Manufacturer narrative:
Analysis summary: analysis was able to confirm the customer comment of damaged connectors and battery tray, hanging strap and control knob missing. It was additionally noted that all six case screws were not torqued correctly (they were loose), the keypad and upper case were damaged (pry marks), the test access label was damaged and glued down and had adhesive build-up under the label, the lower case was damaged, both wires on the liquid crystal display were routed incorrectly over the battery compartment (but were not damaged, and were correctly rerouted), the output connector wires were also routed incorrectly and both output nuts were contaminated. There was evidence of a non-company person disassembling and reassembling. The electrical and mechanical parts were inspected and all found defective parts were replaced and all other identified issues were resolved. The device was re-calibrated and functionally tested and it passed its final quality assurance tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator's atrial and ventricular connectors were damaged and that its battery tray, hanging strap and control knob were missing. The generator was returned for service. There was no patient involvement.